Event description:
It was reported the lead was placed in the lead cap, the lead cap was held firmly and the torque wrench was used to tighten the screw, but it was noted the screw was tight before the torque wrench clicked and it was noted the "metal ring" was spinning in the plastic housing. The screw was not tightened for fear it would place the lead at risk of damage. No patient injury was reported.

Manufacturer narrative:
Product ID: neu_wrench_acc, product type: accessory. Product ID: neu_leadcap_acc, product type: accessory. Product ID: neu_leadcap_acc, product type: accessory. Product ID: 3389-40, lot# 0205776280, product type: lead. (B)(4).